Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net transmission. Upon review, multiple noise reversion episodes were noted and appeared to be emi. It was discussed that there are no programming changes that can prevent this behavior. Patient was stable before and after the event. Patient mentioned occasionally using an electric razor and would refrain from using it to see if it addresses the issue.